Event description:
Approx one month ago, pt had a port-a-cath inserted in the right subclavian approach. Recent chemotherapy treatment was noted not to have good back flow in the catheter. Physician suspected extravasation. Confirmed by a dye study. Catheter was removed and replaced so that the pt could complete chemotherapy. When the catheter was removed, it was noted that the catheter was split approx 8.5-9 cm from the tip.